Event description:
Patient's spouse advised patient was admitted to hospital on (B)(6) 2025 as blood was seen in his IV intravenous line and patient had dizziness, nausea, and vomiting. Patient was admitted overnight and had new line placed on (B)(6) 2025 and was discharged home same day new line placed (B)(6) 2025. Patient's spouse advised patient has soreness afterwards which is gone now, but site of new line is slightly itchy. Unknown if medical doctor is aware. No further info/details or dates available. IV intravenous remodulin patient, using computerised ambulatory delivery device (cadd) solis.